Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. No button error noted during testing. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that insulin pump was not responding during bolus. It was reported that insulin pump received a button error alarm. It was advised that insulin pump would need to be replaced.